Event description:
It was reported the depth gauges gave the wrong lengths for screws. The depth gauge read 50mm instead of 28-30mm. The medical staff had to open another MFR's instrument set to use the depth gauge. No pt injury was alleged. The event led to increase the surgery time for 35 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.